Manufacturer narrative:
B3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was experiencing ineffective therapy since both leads had high impedances on all contacts. As such, surgical intervention was undertaken wherein the leads were replaced ad therapy restored.